Event description:
The manufacturer received information from a customer that a trilogy ev300 device failed an active exhalation verification: s (-) p (+): pilot: difference test. There was no serious patient harm or injury that occurred or was reported. The trilogy ev300 device was evaluated by a philips service engineer (fse). During the investigation, the engineer replaced the device¿s 3-way solenoid and proportional valve to correct the issue. Following the repair, the ventilator successfully passed all final functional and performance testing and was confirmed to be operating within specifications.